Event description:
Customer reported that the t:slim x2 pump battery would not charge when using a third-party wall adapter and cable. There was no adverse impact to the customer¿s blood glucose level. Customer attempted several solutions, including using different wall adapters and cables, without success. Consequently, technical support decided to replace the pump. Customer was informed about receiving a replacement pump with updated software and instructed on how to handle the current pump. The customer acknowledged all guidance, including returning the problematic pump to tandem within ten days.